Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to field h1 and an update to field h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the information concerning the occurrence of the problem could not be confirmed. Therefore, the root cause of the reportable malfunction could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited gap of adhesive on the distal end, stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.